Event description:
A physician was using a gel mark cel-u-gel mt following breast biopsy with a mammotome probe. When the physician removed the applicator, he noted that the tip was missing. The tip was found in the mammotome bowl. No paitient adverse effect was reported.

Manufacturer narrative:
The product expired in march 2004. Evaluation of the returned device showed the applicator was in the mammotome with the pointer 160 degrees out of alignment with the mammotome pointer. The pellets were ejected into the bowl of the mammotome pushing the tip up. When the applicator was removed from the mammotome the tip was sheared off. Results of eval: both the applicator and tip had dried blood on them, indicating the device had been used. There weren't any pellets in the applicator, indicating the pellets had deployed. The tip shear when viewed 160 degrees out of orientation matched the proximal end of the mammotome notch.